Event description:
This device was implanted on (B)(6) 2011 and remains implanted at this time. This is noted on (B)(6) 2014 due to lead impedance greater than upper limit. The physician was dr. (B)(6) at (B)(6) in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).